Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). Other device used: catalog #00801803604, versys femoral head, lot #60687079 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a head and liner exchange and an irrigation and debridement due to infection.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The reported devices are used for treatment. The initial procedure performed is described as a complex right total hip arthroplasty due to patient bmi and extent of incision. Operative notes for the revision performed were reviewed. Gross purulence was found throughout the extent of the incision. External rotators were not intact. The devices were used in an approved and compatible combination. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. A definitive root cause cannot be determined with the information provided.